Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Additional products: serial# (B)(6). D9:yes. Return date: 2023-09-05. Serial# (B)(6) d9:yes. Return date: 2023-09-05. Serial# (B)(6). D9:yes, return date:2023-09-05. Serial# (B)(6). D9:yes return date: 2023-09-05. Serial# (B)(6). D9:yes. Return date:2023-09-05. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient international normalized ratio (inr) was 3.87 upon admission and that a computer tomography was performed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)), the controller ((B)(6)), and four (4) batteries ((B)(6)) were returned for evaluation. Two (2) batteries ((B)(6)) were not returned for evaluation. Review of (B)(6) , (B)(6) , and (B)(6) manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed several increases followed by a sharp increase in power consumption starting on (B)(6) 2023, leading to p arameters above normal operating range, and multiple high watt alarms logged since (B)(6) 2023. Analysis of the alarm log file did not reveal any power disconnect alarms logged within the analyzed period; however, review of the data log file revealed several instances involving (B)(6) where the batteries¿ relative state of charge (rsoc) was between 101-201, which is indicative of communication errors. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. Additionally, controller log files revealed five (5) critical battery alarms since (B)(6) 2023 due to communication errors involving (B)(6) , and (B)(6) . Log file analysis revealed two (2) controller fault alarms logged and silenced on (B)(6) 2022, which were captured in a previous event. Moreover, review of the event file revealed multiple event exceptions and internal battery voltage values slightly below nominal values logged since (B)(6) 2023, indicating an issue with the internal battery. In addition, log files revealed that the controller was in use for more than two (2) years. Log file analysis also revealed six (6) controller power up events with associated motor start events logged from (B)(6) 2023 at 19:53:19 through (B)(6) 2023 at 22:53:35, indicating losses of power to the controller. The controller was without power for 11 seconds, 8 seconds, 11 seconds, 2 minutes and 21 seconds, 6 seconds, and 10 seconds. A momentary disconnection was observed leading up to the controller power-up event on (B)(6) 2023 at 23:30:38 involving (B)(6) . No anomalies were observed leading up to the other losses of power. Failure analysis of the returned pump revealed that the device passed functional testing. Dimensional verification revealed that the rear housing disc curvature and front housing disc curvature were found to be deviating from specifications. Visual examination revealed abrasions on the lower housing ceramic surface and on the inferior surface of the impeller. These friction marks are indicative that an external factor may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system, thus leading to scoring marks observed during visual inspection. CAPA pr00578223 was opened to investigate post-explant issues found during failure analysis of returned pumps. Internal pathological report revealed no evidence of thrombus within the device. Failure analysis of (B)(6) and (B)(6) revealed that the batteries passed visual inspection and functional testing. An internal inspection of the batteries did not reveal any anomalies. Failure analysis of (B)(6) revealed that the battery passed functional testing. Visual inspection of (B)(6) revealed wear to the connector of the battery. However, the observed damage did not affect the functionality of the device; the battery was able to perform a secure connection to a test controller. This is an additional finding not related to the reported event. The most likely root cause of the observed damaged battery connector can be attributed to handling of the device and/or wear, likely due to normal disconnection and re-connection between the battery connector and metal power port connectors on the controller. Failure analysis of the returned controller revealed that the unit passed functional testing. Visual inspection revealed contamination within both power ports, the serial port, and the pump connector. In addition, visual inspection revealed a damaged serial port cap. The observed serial port contamination, pump connector contamination, and serial port cap damage findings are additional finding not related to the reported event and can likely be attributed to handling of the device. Visual inspection under 10x magnification revealed a crack on the controller upper housing corner near to the power port one (1). Internal visual inspection revealed cracks on two (2) standoff posts within the controller housing. An internal inspection did not reveal any evidence of fluid ingress. The observed crack on the controller housing and standoff post cracks are additional findings not related to the reported event. Based on an investigation conducted under CAPA pr00517125, the root cause of the crack found at the corner of the controller was determined to be due to environmental stress cracking from a combination of chemical incompatibility and mechanical stresses. The chemical incompatibility is attributed to mineral oil leaching from the controller¿s housing gasket and migrating to the controller housing. The mechanical stresses are caused by the ultrasonic welding of inserts located within the corners¿ thinner wall. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Internal inspection did not reveal any anomalies; no anomalies were observed with the internal battery. During supplemental testing, the controller was allowed to run for an extended period of time and results revealed that the controller fault alarm, event exceptions, and abnormal readings in the internal battery voltage could not be replicated. Further supplemental testing performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. The reported high power consumption, loss of power, controller fault alarm, critical battery alarms, power disconnect alarms, and co mmunication error events were confirmed. The reported ¿humming¿ sound and thrombus events could not be confirmed due to insufficient evidence. (B)(6) were lubricated prior to release. There is no evidence that lubrication servicing was performed on (B)(6) . Based on the available information and investigation conducted, the most likely r oot cause of the reported high power event can be attributed to external factors such as thrombus formation/ingestion. The most likely root cause of the observed critical battery alarms and power disconnect alarm event can be attributed to communication errors between the controller and batteries. Possible root causes of the observed communication errors, and resulting power disconnects, can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. Based on an investigation conducted under CAPA pr00592731, the most likely root cause of the reported controller fault alarm can be attributed to internal battery performance degradation, high impedance, imbalance in impedance, or voltage delay due to use conditions. Nickel metal hydride (nimh) batteries are known to exhibit a voltage delay/memory effect, which causes the battery to "remember" the capacity that was used during partial discharges, resulting in a reduced effective capacity over time. This can lead to a decrease in voltage and high impedance as the battery's performance degrades. During the field return process, the device can drain the battery due to device leakage current or battery self-discharge. Once the battery has been drained, the recharging that occurs during testing improves performance (voltage and capacity), which can be a contributing factor to why the controller fault alarm could not be replicated during testing. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the momentary disconnections can be attributed to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacles. Even though this CAPA is now closed, (B)(6) and (B)(6) falls in scope of this CAPA. Based on risk documentation, the reported "humming" sound may have been caused by pump vibration, which may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Based on the available information, the device may have caused or contributed to the reported thrombus event. Per the instructions for use, thrombus is a known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ battery. D4: model#: 1650 / catalog#: 1650 / expiration date: 30-nov-2019 / serial#: (B)(6), UDI#: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 17-nov-2018, h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2021 / serial#: (B)(6), UDI#: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 18-june-2020. H5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 31-march-2021 / serial#: (B)(6), UDI#: (B)(4), h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 05-march-2020. H5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 650 / expiration date: 30-sept-2022 / serial#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 29-sept-2021 h5: no. D1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-nov-2020 / serial#: (B)(6), UDI#: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 30-nov-2019, h5: no d1: heartware ventricular assist system ¿ battery d4: model#: 1650 / catalog#: 1650 / expiration date: 30-june-2021 / serial#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 19-june-2020 h5: no d1: heartware ventricular assist system ¿ controller, d4: model#: 1420 / catalog#: 1420 / expiration date: 30-june-2020 / serial#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun. H4: mfg date: 25-june-2019, h5: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited above normal power consumption, elevated flows, and humming sounds. It was reported that the left ventricle was "poorly relieved", and a thrombus was suspected. Review of controller log file data found that the controller had exhibited multiple unexpected losses of power and a controller fault alarm attributed to a depleted internal battery. Log file data also revealed that the batteries had exhibited critical battery alarms, power disconnects, and communication errors. The patient underwent an emergent vad exchange and the controller and batteries were removed from use. No further patient complications have been reported as a result of this event.